Event description:
It was reported that the stenoscope sys had horizontal lines scrolling through the image during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The kv was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.